Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's wife stated the patient had been deceased since 2011. Further investigation found the date of death was on (B)(6) 2011. According to the manufacturer's device registration system, the patient's system was still implanted. No further information is available at this time.